Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer stated the alarm occurred during bolus deliveries. It was also found the customer's insulin pump was powering off by itself. The customer's blood glucose was 211 mg/dl. Customer stated the alarm was resolved by an infusion set change. Troubleshooting found the insulin pump passed a self test. The customer was advised to call back when the alarm occurs. No additional information provided.